Manufacturer narrative:
This report is submitted on april 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced persistent infection and skin breakdown. Revision surgery has been scheduled; however, this has not occurred as of the date of this report.